Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
Additional information reported stated that the device was explanted and replaced on (B)(6) 2014.

Event description:
It was reported that the pulse generator exhibited inappropriate measured data. The device was approaching elective replacement indicator and would be replaced soon. The patient was stable and would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.